Manufacturer narrative:
The device was returned to the MFR and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt had a recent gi bleed; therefore, coumadin was held with resultant low inr. Pfhgb was >40 and ldh was hemolyzed. A decision was made to exchange the pt's pump due to the hemolysis and suspected pump thrombus. It was also reported that during the pump exchange the pt's abdominal aortic aneurysm (aaa) was to be repaired. The pt's lvad was exchanged and the pt remains ongoing with the new lvad.